Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that while trying to interrogate this cardiac resynchronization therapy defibrillator (crt-d) a "telemetry noise out of range" message was present. Attempts to interrogate the device using two different programmers and two different programmer wands did not resolve the issue. The device was eventually interrogated successfully. The physician suspected the issue was the position of the device relative to where the wand was placed.new information received indicates that this device was explanted for normal battery depletion and returned for analysis.